Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported loss of aspiration occurred during the procedure. An angiojet® solent¿ omni thrombectomy catheter was being used in an arterial distal popliteal and tibial trunk procedure. The catheter was primed and advanced over the wire to the thrombus. Aspiration was initiated but stopped immediately. The screen on the angiojet console was reading check saline and the catheter was leaking from the pump. No patient complications were reported.